Event description:
It was reported that a Large Volume FOLFusor did not fully infuse the antibiotic during patient infusion via PICC (peripherally inserted central catheter). The device was filled with piperacillin/tazobactam 18000 mg in 230 mL of 0.9% sodium chloride (NaCl). The infusion could not be completed. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.